Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked "at the connection" during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 2022. The device was received for evaluation. Visual inspection was performed which observed a twisted tube at junction of the tube/y connector that generated a leak. The reported leak condition was verified. The cause of the condition was due to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.